Event description:
It was reported by the customer "patient received treatment in the second department of the facility around (B)(6) 2023 due to the need for chemotherapy catheterization. The bard PICC catheter was found to be broken when the catheter was pulled out 2cm in the facility on (B)(6) 2023. Interventional surgery was performed immediately to remove the broken part of the catheter and check the integrity of the catheter. The head nurse also did the calming work in time and patient is now in good condition." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed and was determined to be use related. One 4 fr s/l groshong clearvue catheter was returned for evaluation. A microscopic observation revealed the proximal break site and the distal break site was uneven with circumferential markings along the side of the catheter. The fracture surface appeared smooth on the clear side of the catheter and granular on the blue side of the catheter. A small, longitudinally aligned split was observed along the fracture site. Some tensile weakness was observed. Based on the characteristics of the observed break, the complaint of a catheter break was confirmed and determined to be due to a sharp instrument and tensile forces applied to the catheter. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer "patient received treatment in the second department of the facility around (B)(6) 2023 due to the need for chemotherapy catheterization. The bard PICC catheter was found to be broken when the catheter was pulled out 2cm in the facility on (B)(6), 2023. Interventional surgery was performed immediately to remove the broken part of the catheter and check the integrity of the catheter. The head nurse also did the calming work in time and patient is now in good condition." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.